Event description:
Customer's family member reported that customer was hospitalized with high blood. Glucose levels. Prior to hospitalization customer had dizziness and nausea. Unable to complete troubleshooting, found that set was not changed since two days ago and tubing cracked at reservoir connector piece. Advised to asemble new reservoir and tubing so to properly complete high pressure test.